Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the suggested event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the water filter tested positive for an unexpected contamination. The were no reports any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.